Event description:
During routine follow-up of the device involved in this report, a warning message about low impedance observed one day over the follow-up period was displayed. However, all follow-up data indicated normal impedance value.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Method - since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: since the individual measurements were stable and within the expected values, as well as recorded impedance curves, no further actions are needed for this pt. Normal check should be done (lead impedance, lead continuity) upon each follow-up, as indicated in the implant manual.